Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user was unable to lock the cartridge into place during a supply change of a teflon infusion set because the pump was not rewound and the adapter was inserted into the cartridge outside the pump; after rewinding and correctly attaching a new adapter with the cartridge in the pump, the cartridge locked and insulin delivery resumed, with a reported blood glucose of 118 mg/dl. Customer care provided support that included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper procedure involving the plunger mechanism during cartridge setup. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.